Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a blank display due to moisture damage on electronic assy. The insulin pump was received with a cracked reservoir tube lip, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was 176mmol/l. The customer is calling back after receiving a replacement battery cup. The customer states the replacement cap did not work. Troubleshooting was not able to resolve the issue. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device will be returned for analysis.